Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. The brakes were tightened and made secure. Full replacement parts were placed on order and will be replaced when the system is next available. No further problems are anticipated once the replacement is made. An add'l report will be generated and submitted if further information becomes available.

Event description:
It was reported that the system 9800's brakes were not holding properly creating a hazard. There was no adverse pt involvement reported. There was no pt information reported.